Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm. The insulin pump was not exposed to extreme temperature. The customer's blood glucose level was 200 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at the printed circuit board, the pump was monitored and functioned properly.